Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported the customer experienced high blood glucose. The customer's blood glucose rose to 400 mg/dl and was treated with the insulin pump. The caller also mentioned several sensor related alarms. Troubleshooting did not occur for the insulin pump. The insulin pump will not be returned for analysis.